Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her old insulin pump is alarming motor error. Customer stated that she got a new pump and wants to use the old pump as a back-up. Customer's blood glucose was 134 mg/dl at the time of the incident. Customer stated that the drive support cap is normal. Customer reported a motor position encoder error alarm. Customer performed the displacement test and the pump passed. Customer stated that the alarm occurred during basal. Customer performed the manual prime/fill tubing and the motor error alarm did not recur. Customer was advised to monitor the pump.